Event description:
Info received indicates the bed controls do not respond. The pt needed to use the chair position but the bed does not respond.

Manufacturer narrative:
The tech found the head of the bed was drifting slowly due to the head solenoid valve not functioning properly. He replaced the solenoid valve to repair the bed.